Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that resistance was met while filling the cartridge with insulin. Customer changed the cartridge and used the same syringe/needle to fill the cartridge. Customer's blood glucose was 100-200 mg/dl.